Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Adequate supporting clinical documentation to fully evaluate the root cause of the event was not received. Although the case reports an extended surgical time, the patient status was reported as good following the procedure. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during latarjet surgery, the surgeon inserts the drill and starts drilling, it makes two turns and then makes a "crack" sound, seems like the drill tip got blocked in the bone while drilling and the whole drill shaft got twisted and broke at 2mm above the cortical bone, with the distal tip still in the patient's bone. The surgeon tries around 30min to remove it, unsuccessfully. He decides to keep on with the surgery and come back to it later to try to remove it. He fixes his posterior labrum, performs his latarjet and when done he comes back to try to remove the distal tip still within the bone, it takes 1.30 additional hours for the surgeon to find a way to remove the drill tip, could not take it out by pulling on it, so the surgeon had to remove some cortical bone around, and then push it forward in an oblique way. He finally manages to remove the tip. The surgeon used another portal (more superior) for fixation as he did not want to reuse a flexible drill bit on this patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.